Event description:
On 6/23/2022, it was reported by a sales representative via phone that during a revision procedure, both the ar-9502-29arca, revers 39mm ca adapter assembly and, ar-9550-29rca, revers ca humeral head, 50/19, were having issues seating. The surgeon had them in the suture cup and then after trial reduction, they were augmenting the subs cap and did an internal rotation. The adaptor and head, both, popped out of the cup. The head became stuck on the post and the adaptor would not sit in the cup. In order to be safe it was agreed that a new implant be used to complete the case. The surgeon had no issues after swapping out the implants, however, it did add time to the case. The revision was a conversion from a revers total shoulder procedure to a hemi due to the mgs being loose and not holding in the glenoid.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. (1) unpackaged ar-9550-19rca was received for evaluation alongside (1) ar-9502-39rca stuck to an ar-9660-r. Visual inspection of the ar-9550-19rca revealed no apparent issues. Mating to the ar-9502-39rca was successful, and separation was accomplished with some level of resistance as expected.